Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shows a port 1 and port 2 error message, no missed alarms or patient injury reported. Nihon kohden technician walked the bme through the procedure to clear the error message and once that was completed the message cleared. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 08/16/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/18/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shows a port 1 and port 2 error message, no missed alarms or patient injury reported. Nihon kohden technician walked the bme through the procedure to clear the error message and once that was completed the message cleared.

Manufacturer narrative:
Supplemental sent for correction to initial MDR section b4 : date of this report. The biomedical engineer (bme) reported that the central nurse's station (cns) shows a port 1 and port 2 error message, no missed alarms or patient injury reported. Nihon kohden technician walked the bme through the procedure to clear the error message and once that was completed the message cleared. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 08/16/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/18/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shows a port 1 and port 2 error message, no missed alarms or patient injury reported. Nihon kohden technician walked the bme through the procedure to clear the error message and once that was completed the message cleared.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shows a port 1 and port 2 error message, no missed alarms or patient injury reported. Nihon kohden technician walked the bme through the procedure to clear the error message and once that was completed the message cleared. There was an interruption in cns monitoring for less than 5 minutes while this procedure was being performed, but no patients injured, harmed, or missed alarms were reported during the walk through of this procedure.

Manufacturer narrative:
Details of complaint the biomedical engineer (bme) reported that the central nurse's station (cns) shows a port 1 and port 2 error message, no missed alarms or patient injury reported. Nihon kohden technician walked the bme through the procedure to clear the error message and once that was completed the message cleared. There was an interruption in cns monitoring for less than 5 minutes while this procedure was being performed, but no patients injured, harmed, or missed alarms were reported during the walk through of this procedure. Investigation summary: the customer reported that they're getting hdd port 0 and 1 error. Technical service (ts) walked the customer through checking the timer and the matrix storage info and then disabling the hdd timer function. After the timer had been disabled, customer confirmed that the error message was no longer present and the raid status for both ports showed ok, issue resolved. This device was put into service on 01/06/2019. Service history for this serial number shows this is an isolated incident. Root cause: nkc technical notes 1270 (internal document) explained the flashing error messages on the cns application: "hdd [port] 1 error" and "hdd [port] 2 error". It is a design feature of the cns whereby the user is prompted to check the status of the internal hard drives when it has exceeded 20,000 hours of operation. When checking hard drive status, user can replace faulty hard drive (s) or continue using the same hard drive (s) if no issues were observed. Device is designed with redundant array of two hard disks. When one hard disk fails, the other can take over. The manufacturer provided all sites with ".bat" file patch which helps recognize hard disk failure and provides a warning message when a hard drive begins to fail. The manufacturer also updated device manufacturing process to incorporate the ".bat" file function. Labeling and operator's manual for various generations of this device recommend periodic maintenance or replacement of hard disk drives. There is low likelihood of risks associated with the use of defective device. In order for the hard disk drive to cause adverse health consequences, an improbable sequence of user error and other events would all need to occur: 1) user declined to permit installation of software patch; 2) user fails to respond to warning alerts that one of two hard drives has failed; 3) user failed to perform periodic testing and maintenance of hard drive; 4) critically ill patient sustains sudden deterioration simultaneously as the occurrence of a failure of the second (redundant) hard drive; 5) caregivers are unaware of triggering of alarms on bedside monitors or have delayed awareness. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration date d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contains no information (ni), as attempt(s) to obtain the information were made, but none were provided. A2 - a6 b6 b7 d10 attempt #1 08/16/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/18/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 9/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report b5 describe event or problem g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 adverse event problem - type of investigation, investigation findings, investigation conclusions h10 additional narrative/data